Event description:
It was reported that this non boston scientific right ventricular (rv) lead exhibited loss of capture (loc) and noise. A device changeout procedure was performed due to normal battery depletion (nbd) and the physician decided to cap this lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).